Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced thrombosis of superficial femoral vein and common femoral vein (right) one day post implant which was suspected to be caused by the leadless implantable pulse generator (ipg) introducer. It was noted there was edema of the right leg and right foot is cold and painful. A doppler echography was performed and no thrombosis of the superficial femoral vein was noted. The patient was treated with anticoagulants. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.